Event description:
Patient arrived with a cta showing a left m2 occlusion. IV thrombolytic was administered. Angiogram demonstrated the clot migrated to m3. Neuron max, phenom 27, aristole 18 and q catheter was used for aspiration. A q4 catheter was used first. The q4 catheter appeared to be oversized. As the microsystem was removed, the q4 prolapsed to main branch and lurched forward. Aspiration was performed in the main trunk. The q4 catheter was replaced with q3 catheter. Due to patient movement a new dsa was required. An angiogram was performed through the q3 catheter. The angiogram pushed contrast into the infarcted area. Patient had a hemorrhagic conversion due to forceful injection. The conversion requiring hemicraniectomy after the procedure. Patient showed functional recovery.